Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50, serial #: 638946/(B)(4), description: infinion 1x16 perc lead kit-50 cm. Model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient developed an infection at the ipg and lead sites with symptoms of fever, swelling and redness. The physician administered antibiotics and assessed that the patient acquired a hospital based infection. The patient underwent an explant procedure.